Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and a keypad anomaly on the insulin pump. Customer's blood glucose level was 100 mg/dl. Customer stated that she had trouble with the infusion sets working. Customer stated she was sent different infusion sets. Customer would change the set and it work for about 12-15 hours. Customer thought she had scar tissue, but it would alarm no delivery after she already took it off. Customer replaced out the pump and tried different infusion sets, but is still receiving a no delivery alarm. Customer reported that the insulin exits the tubing, but there is greater than normal resistance when attempting a plunger push. Customer was explained that the alarm was caused by set/reservoir connection. Customer was advised to replace infusion set and reservoir. No additional information provided.